Manufacturer narrative:
The company d cartridge was not returned. A photo was provided of an implanted single-piece lens. Scraped damage was observed to the edge of the lens. The lens was chipped on and near the edge. This appeared to be on the anterior surface. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The monarch iii (d) cartridge was not returned. Not enough information was provided for further investigation. A root cause cannot be determined without physical evaluation of the sample. The lens remains implanted. A photo was provided of the lens. The observed damage was near the edge and appeared to be on the anterior surface. If loaded correctly the anterior surface of the lens does not contact the cartridge lumen. It is unknown if qualified associated products were used. Damage to the anterior surface may occur due to a plunger overrider. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, issue with cartridge, scratched lenses was noticed. Surgeon didn¿t explant the lens as it was at the edge. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).